Manufacturer narrative:
The reported events of inadequate capture threshold and sensing p-wave amplitude variation were not confirmed but helix mechanism issue was confirmed. The cause of the helix mechanism issue was due to the helix being clogged with blood, as well as blood on the inner coil. X-ray examination also found over-torque of the inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on 9 feb 2021 for an implant procedure. During the atrial lead positioning, it was noted that the lead exhibited high thresholds and low amplitude sensing. While repositioning, the lead a second time, the helix would not extend. The physician elected to use another lead, which was implanted without issue. The patient was stable throughout.